Event description:
The customer reported that during pre-demo preparation, he found a catheter which was partially inflated upon removal of the sleeve. It appeared to be perforated when examined under a microscope. The sample will be returned to quest for investigation. Product lot number is 24668.03y.